Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a backflow alarm occurred due to an intermittent flow rate. The user checked the connection between the centrifugal drive motor and the pump and confirmed it to be normal. The device was not changed out, and the procedure continued without delay. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.